Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer with resetting pump and the issue resolved. Customer was advised to continue using the pump and to call back if the issue recurs, which was acknowledged and understood.